Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-aug-2023. Investigation summary: a complaint of spike breaking into bag was received from the customer. A device history review was performed by the supplier. No nonconformances were found related to material number 200250 and lot number 00338. Three samples were returned to the supplier for investigation. All samples were decontaminated on return and empty of all contents as seen in the original pictures supplied by the customer. In the original photos supplied it looks like there is a small, round piece of plastic on the inside of the bag. When the returned samples were evaluated by the supplier, nothing was found inside the bags. Possibly evidence was flushed out during decontamination process. A root cause could not be determined.

Event description:
It was reported while using bd smartsite bag the spike broke. There was no report of patient impact. The following information was provided by the initial reporter: the smartsite bag is in use to make 5fu for patients that need take home chemo medication. The spike port membrane is breaking apart after being spiked and floating in the drug in the bag.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite bag the spike broke. There was no report of patient impact. The following information was provided by the initial reporter: the smartsite bag is in use to make 5fu for patients that need take home chemo medication. The spike port membrane is breaking apart after being spiked and floating in the drug in the bag.